Event description:
The customer called for help with his contour meters. While troubleshooting, he performed control tests and received a control test result of 213 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.